Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds for the right atrial (ra) lead were high and pacing at this high output created nerve and diaphragmatic stimulation. An attempt to remove the lead was unsuccessful. Radiographic evaluation of placement of the lead suggested that the lead was not in the right atrium appendage but it was closer to superior vena cava. The lead was capped and replaced. No further patient complications have been reported as a result of this event.